Event description:
The customer reported that the defib test was failing on this unit. The unit would report "attach cable".

Manufacturer narrative:
The customer reported that the defib test was failing on this unit. The unit would report "attach cable". The customer reported that he resolved this issue by replacing the therapy port connector. Philips did not perform the repair on this unit.